Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun melsungen ag internal report # (B)(4). We received a used perifix cath.con. 2.0 g20-g24 yellow out of a perifix-soft-tip 701 set 18g filter lor in on open packaging. The sample is closed and connected with a perifix filter. The defect is due to a development error and already known. Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose. After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Notes: 1. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 2. B. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow-up is also being filed under the exemption.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun melsungen ag internal report #(B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. A follow up report will be filed when the result of the batch review is done.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in italy): event 1 opening of the catheter: spontaneous opening of the catheter and consequent extraction of the catheter itself with consequent loss of sterility.